Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant, the lead was returned with the helix stretched. (B)(4).

Event description:
It was reported that during an implant procedure, the screw went out of the tip of the lead and had been stretched. Another lead was implanted. No patient complications have been reported as a result of this event.